Manufacturer narrative:
Correction: upon review, this device should not have been submitted as a medical device report (MDR) as the event did not pertain to this lead.

Event description:
The device is not reportable as issue pertained to migration of s1 lead.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the drg system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-13083. It was reported the patient was experiencing overstimulation in the right leg. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention on a later date.